Event description:
On (B)(6) 2018 the patient's blood glucose measured 34 mg/dl at 6:00am. He treated with 4 glucose tablets, 4 teaspoons of honey, and then ate breakfast. At 9:20am his blood glucose measured 113 mg/dl. He began to feel weak at 10:00am and his blood glucose measured 58 mg/dl. He ate a peanut butter and jelly sandwich, drank pop, and had a teaspoon of honey. At 12:30pm his blood glucose measured 151 mg/dl and he nearly collapsed. An ambulance was called. Caller reported ambulance tested patient 45 minutes later with a reading of 26 mg/dl. Patient was reportedly treated with IV dextrose and taken to the hospital where he was admitted; treatment received at the hospital was not provided but did not receive an IV at the hospital. Requested return of the alleged device for evaluation and replacement was provided.